Manufacturer narrative:
Product complaint #: (B)(4). Dmf#: (B)(4). Trade name: gentamicin sulphate. Active ingredient(s): gentamicin sulphate. Dosage form: powder. Strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant interface. Two depuy cements were used. Doi: (B)(6) 2016; dor: (B)(6) 2020; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : device history reviewed: no non-conformances on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional report related to implant loosening. Total for lot number: 1 (B)(4). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 9. By product family: 19 (8x depuy cmw 1g, 10x depuy cmw 2g, 1x depuy cmw 3g).